Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, at the start of rinseback the pt moved their arm causing the venous needle to dislodge. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the pt's needle dislodging preventing rinseback. Facility staff attributed the dislodged needle to the pt moving their arm while connecting for rinseback. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.